Event description:
After eight months of successful device use, this pt reported losing all auditory function within a seven-day period, the pt's audiologist confirmed that pt was no longer able to hear with the device, using appropriate diagnostic techniques. Surgeon then elected to conduct an exploratory surgery, which confirmed that the device was appropriately positioned, as did a follow-up x-ray. Results of a device integrity test indicated that the receiver/stimulator component was functioning normally, but suggested some type of discontinuity in the electrode array. The pt was then explanted and reimplanted with a new device.